Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse verified that the right master tool manipulator (mtm) would drift to the right slightly if he let go the left mtm while still having his head in the view finder. The isi fse recalibrated the left mtm. Drift was still present. The isi fse then relocated the surgeon side console (ssc) and the drift issue was resolved. The isi fse advised the site that the surgeon must remove their head from the view finder if they are to let go of an mtm. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator 1(usm) drifted as the surgeon was finishing up the procedure and leaned back. The movement was not initiated by the surgeon. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related issues. The usm was still attached to the patient but there were no faults or errors when the issue happened. There were no reports of patient injury.